Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The available data have been analyzed. The inspection revealed an increased atrial pacing impedance of >3000 ohm. However, based on the available data the root cause was not determinable. Further, the analysis revealed the eri battery status. The battery status was not as expected. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the ICD itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the ICD to deliver therapy. Should the devices become available this investigation will be updated. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
Lead resistance reported at >3000ohms. No adverse patient events were reported. The associated ICD was found at eri so the patient was hospitalized and a temporary pacemaker implanted. Lead currently remains implanted. Should additional information be received, this file will be updated.